Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level, which was addressed with a correction bolus via the pump. Reportedly, the high bgs were believed to be due to small and large air bubbles observed in the infusion set tubing. The pump supplies were replaced addressing the issue.